Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 107-118mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 7/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer called complaining her meter is reading very erratic, as she had run a back-to-back blood test and first received a reading of 520 mg/dl but then received a reading of 145 mg/dl just a few minutes after. Customer has had no recent changes in diet, exercise, or medications, as well as does not take any medications for her diabetes.